Event description:
It has been reported to philips that the system was not booting up. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow-up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) has analyzed issue and confirmed that the system was not starting. This case has been cancelled, since the customer called wrong service contracted company. It is up and running as per its specification no longer issue is occurring, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.